Event description:
According to the staff, the patient was scheduled for a turp (transurethral resection of the prostate) bipolar procedure. The physician immediately complained that he/she was not able to perform the procedure, because the device would not allow him/her to finish the loop. The physician tried a larger loop electrode. Two broken pieces were noticed in the patient's bipolar pan. These pieces fit on the end of the sheath. The physician asked for a new set of bipolar instruments and was able to finish the procedure.